Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off in the vocal chords. The physician proceeded with intubation and retrieved the capsule with a roth net. The patient was not injured following the procedure.